Event description:
It was reported that the pump screen was completely detached. There was no adverse impact to customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.